Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion, the left ventricular (lv) lead was removed from the existing generator and connected to the new generator, noise was noted on the lv channel in the new generator. The patient experienced 10 seconds of asystole. The lv lead was unplugged from the new generator and plugged back into the old generator, yet the asystole was still present for a few seconds until pacing began again. Telemetry was between the new device by this point so no visual of what occurred on the old device. There was eventually some breakthrough rhythm at about 30bpm so the physician decided to continue with the procedure and plug in the right atrial, left ventricular and right ventricular leads into the new device in this order. The patient was discharged and was scheduled for a normal follow up. No additional adverse patient effects were reported.

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion, the left ventricular (lv) lead was removed from the existing generator and connected to the new generator, noise was noted on the lv channel in the new generator. The patient experienced 10 seconds of asystole. The lv lead was unplugged from the new generator and plugged back into the old generator, yet the asystole was still present for a few seconds until pacing began again. Telemetry was between the new device by this point so no visual of what occurred on the old device. There was eventually some breakthrough rhythm at about 30bpm so the physician decided to continue with the procedure and plug in the right atrial, left ventricular and right ventricular leads into the new device in this order. The patient was discharged and was scheduled for a normal follow up. No additional adverse patient effects were reported.